Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in-clinic for a normal device check with complaints of lightheadedness. The patient experienced diaphragmatic stimulation. Loss of capture and far p-wave oversensing were observed. The lead was capped and replaced on (B)(6) 2017 due to dislodgement. The patient condition was good.